Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had experienced the device corner was sticking out and breaking through the skin. There were no additional adverse patient effects reported. The pacemaker remain in service.

Event description:
It was reported that this pacemaker had experienced the device corner was sticking out and breaking through the skin. There were no additional adverse patient effects reported. The pacemaker remain in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.